Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an mol2 (middle-of-life) battery status unexpectedly. The physician believes the device is depleting prematurely. Data disks were forwarded to guidant for an evalaution. An engineering evaluation of the data indicated the device longevtiy was not as expected.